Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Customer reported the device does not work at all. During service, the technician found: motor is loud, control unit defect, triggers jammed. This is report 1 of 1 for complaint #(B)(4).

Event description:
Customer reported the device does not work at all. No report of hazard to the health of the patient or user. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not function properly, the motor is loud, and the trigger jams. This was attributed to normal wear. The control unit, motor, gasket and trigger shells were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.